Event description:
Note: the date of the event is unk. It was reported to boston scientific corp on 3/22/07, that after the placement of a polyflex esophageal stent (pt age and gender unk), the stent "migrated out of the esophagus into the stomach and through the entire gi tract". The physician indicated that the device "is not within pt anatomy" and "the stent was passed through the anus." No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.